Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. There was no problem found. The customer was using the wrong plug to run leak tests. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs300 intra- aortic balloon pump (iabp) was failing the safety disk leak test. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.